Manufacturer narrative:
(B)(4)-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose up to 511 mg/dl with increased thirst associated with bubbles in the cartridge. Troubleshooting of the patient's cartridge filling technique found that the patient was using refrigerated insulin and was not priming out small air bubbles that formed in the cartridge. The patient was advised to use room temperature insulin in the pump to prevent the formation of air bubbles in the cartridge. This report is made based on the allegation that the patient experience hyperglycemia related to improper cartridge filling technique.